Event description:
According to the reporter: it happens quite often that after firing a clip a new clip is not loaded leaving the jaws empty. If this happens at the same time the clip applier is fired on a blood vessel a vessel is torn with the consequent of bleeding.

Manufacturer narrative:
(B)(4).